Event description:
A caller reported an issue with a tandem mobi device indicating a "not enough insulin" alarm. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in reloading the insulin cartridge, and after attempting to fill and load a new cartridge, the customer successfully resumed insulin therapy, resolving the issue.